Event description:
The report stated that on the first attempt to seal during a tlh procedure, the sealing could not be done. It is unk if there is end tone or if there is activation tone or not. There was no bleeding. The ligasure generator was set at 2 green bars. An electric knife was also in use before to skeletonize the vessel prior to sealing.

Manufacturer narrative:
Date of initial report: 06/17/2008. The device has been received and is under eval. When the investigation is completed, a follow-up report will be sent.